Event description:
It was reported to philips that the system did not boot up, it was stuck at 00:00. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that system did not boot up, it was stuck at 00:00. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the system did not boot up fully. To resolve the issue, fse reseated the power connection and hard drives, then rebooted the flexvision pc. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.